Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error message occurred during the load process. Customer's blood glucose level was 192mg/dl. Reportedly, the customer loaded a new cartridge onto the pump and a minimum fill notification occurred after filling the cartridge with 120 units of insulin. The customer filled more insulin into the existing cartridge, completed the load process, and resumed insulin.